Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this patient suffered a right atrial (ra) lead perforation. The patient was on her way home and she started having a worsening chest pain. Echocardiogram was done which showed pericardial effusion. Pericardial fluid was drawn off. The patient had nausea, she was vomiting and in shock state. The dr removed the ra lead and placed a new one. The old lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient suffered a right atrial (ra) lead perforation. The patient was on her way home and she started having a worsening chest pain. Echocardiogram was done which showed pericardial effusion. Pericardial fluid was drawn off. The patient had nausea, she was vomiting and in shock state. The dr removed the ra lead and placed a new one. The old lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported perforation and pericardial effusion allegations.